Manufacturer narrative:
A medtronic representative went to the site to test the equipment and noted an inaccuracy with a sawbones spine model with the orbic. The medtronic representative recalibrated the trackers and navigation system and re-tested the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after re-calibration.

Manufacturer narrative:
Initial MDR inadvertently filed on the incorrect navigation system. Correct system information provided.

Manufacturer narrative:
On 05/26/2016 a medtronic representative, following-up at the site, reported the procedure was completed successfully. The surgeon continued the surgery routinely with fluoro imaging, navigation was not essential for this procedure. Inaccuracy was noted before any tapping, pilot holes, or screw placement, therefore, surgical workflow was unchanged. No screws or trajectories were placed/created using navigation. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, after a spin with the a c-arm, navigation showed an inaccuracy of approximately 1 centimeter. This was noted immediately, the surgeon opted to abandoned the use of navigation and continued the procedure using fluoro. There was no delay of therapy. There was no impact on patient outcome.